Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient had high impedances on the right side of >40,000 ohms. It was reported that the patient got quite a jolt when impedances were tested. Patient had some tingling in their hand as well. The day after this report, the patient reported that their hand was swollen. It was reported that another rep met with the patient to assess the issue. The rep turned the device off and the patient¿s tremor came back. The device was turned back on since the patient was not comfortable having it off. It was noted that the swelling in the hand had reduced significantly from morning to afternoon. It was also noted that the patient had a history of post-polio syndrome which could have contributed to the swelling. The patient was advised to follow-up with a healthcare professional (hcp). No further complications were reported. Left vim programming 1-, 2+; 1.5 v, 90 us impedances c & 0: 1171 ohms c & 1: 969 ohms c & 2: 874 ohms c & 3: 854 ohms 0 & 1: 1494 ohms 0 & 2: 1756 ohms 0 & 3: 1810 ohms 1 & 2: 1284 ohms 1 & 3: 1513 ohms 2 & 3: 1143 ohms right vim programming 10-, 11+; 2.9 v, 90 us impedances c & 8: >40,000 ohms c & 9: 870 ohms c & 10: 752 ohms c & 11: 929 ohms 8 & 9: >40,000 ohms 8 & 10: >40,000 ohms 8 & 11: >40,000 ohms 9 & 10: 988 ohms 9 & 11: 1372 ohms 10 & 11: 1000 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.